Manufacturer narrative:
Continued h6: health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. No further actions are required as the device was implanted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side device rupture, diagnosed by ultrasound and palpation. Device has been explanted and replaced.